Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to a crack in the video connector. Additionally, following reportable malfunctions have been identified. The light guide adapter was loose, debris under the distal cover glass, and there was fiber breakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid video scope had a leak at the light source. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had a leak at the light source. The issue was found during reprocessing. There were no reports of patient involvement.